Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a auxiliary drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie pockets were failed and missing on med application configuration due to cable seating issues. A field service engineer reseated the row board cable connections along with all cubie trays and pockets. Fse conducted testing and successfully recovered all pockets and the drawer. Preventative maintenance service on med station was also completed. The system functioned as intended after the field service engineer repaired the device.